Event description:
Country of complaint: (B)(6). Ceramic breakage (possibly intra-operative). Event description: on (B)(6) 2014 the customer found that the breakage of the ceramic after a surgery. So x-ray exam for the pt was carried out. However, it could not be determined if there were retained fragment (s). Maintenance: pre-washing: immersion; jet washer; sterilization. Before the sterilization, the customer 100% checked the instruments to find cracks or breakage. Protection cap is used properly.

Manufacturer narrative:
(B)(4).